Event description:
Patient seen in clinic (B)(6) 2017 and reported an alarm the previous day. Device interrogation noted a pump stop that same day in the early morning, placed on ungrounded cable, additional low speed alarms the previous day night. The patient was admitted for a suspected "short to shield" of driveline. The data + films sent to st. Jude medical/thoratec immediately. Three days after admission, st jude medical technical services completed driveline repair.